Event description:
It was reported that during a device changeout for normal battery depletion, when the pocket was being opened the lv (left ventricular) lead was cut. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2009. A 5568-53, implantable pacing lead, (B)(6) 2009. (B)(4).